Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the sample tubing had popped off the rear blood detector. The fse replaced the tubing which resolved the leak. The fse found that the leak had damaged the sample aspiration module - module resource controller (sam mrc) board. The fse replaced the sam-mrc board and the instrument ran without any leaks or errors. The repairs were verified per established procedures. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak inside the unicel dxh 800 coulter cellular analysis system. The customer also indicated that the instrument was generating partial red blood count (rbc) voteouts when the leak was discovered. The volume of the leak was approximately a teaspoon and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.